Event description:
It was reported that a spectrum pump had an intermittent keypad response. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the intermittent keypad response, which was experienced during eval. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.